Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the emitter tools would not work. There was no patient involvement.

Manufacturer narrative:
H3, h6: no products were returned to the manufacturer for analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section e updated. Product added to d10. Continuation of d10: product ID: 9735825, lot number: unknown h3, h6: the system was serviced in the field. The emitter interface box would not work. The manufacturer representative (rep) reconnected the cable between interface box and uninterruptible power supply (ups) and then it worked. B01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.